Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in treatment. Upon removing the tubing set, fluid was found leaking into the cycler. Pt did not receive any antibiotics and had no adverse effects. A companion sample of the same lot number is available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non conformance during mfg process. In addition, the batch record review confirmed the labeling, material , and process controls were within specification.